Event description:
It was reported by a nurse practitioner that approximately two weeks after a coronary drug eluting stenting treatment procedure, erratic blood pressure occurred. Further info has been requested, but has not been received.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.